Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment of the valve, it was observed that the valve was severely under expanded. The valve was recaptured into the delivery catheter system and withdrawn from the patient. A pre-implant balloon aortic valvuloplasty (bav) was performed. Following the bav of the annulus, a new valve was implanted successfully. Of note, the computed tomography (CT) used to measure the patient's annulus was poor quality making it difficulty to determine the patient's anatomy. It was unclear on the CT if there was a bicuspid valve as the images were inconclusive. No adverse patient effects were reported.